Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure on the third firing with a blue cartridge, no buttressing or unusual noises and the device felt different when firing. After the device was removed from the tissue it was noticed that no staples deployed in the middle part of the staple line and there were malformed staples at the end of the staple line. A second device and sutures were pulled to complete the case with no patient consequence.